Event description:
It was reported that a minicap transfer set had black spots. The specific location of the black spots is unknown. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.